Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed by fresenius kabi lake zurich and the "" error 41"" was not found, therefore the reported issue could not be confirmed. Note : error 21 was found multiple time in the log history (coulometer power supply board communication). The reported device was not returned to france for investigation as repairs were carried out locally by fk lake zurich. During external and internal inspection, nothing was noticed. The ocs test and test 5 "" upstream pressure sensor "" were carried out and both passed successfully. The upstream pressure sensor was calibrated as a precaution. The error 21 was found in the history log, the cause for that was loose battery pack connector. To solve this, they resealed it. Then the device was cleaned, post service tested and then released for use. Therefore, the reported error 41 is not confirmed. However, the complaint is valid for error 21. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reporting error 41 (upstream pressure sensor). More follow up information is needed to complete the investigation.